Event description:
It was reported that the stent graft was implanted to treat a rupture in the subclavian vein. After deployment, it was observed that the delivery system was difficult to retract. During retraction, the stent graft became caught on the outer catheter and the stent graft was moved 5 to 10 mm from its initial implantation site. When the deployment catheter was removed, it was noticed that there was a gap in the spring coil just proximal to the distal tip. The stent graft remained in place and the target lesion was treated with two additional stents. The patient was reported to be doing well.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The stent graft remains implanted and the delivery system has been returned; the evaluation is currently underway. This event is being reported because this device is the same or similar to one marketed in the united states 510(k) - k050832.